Event description:
Sorin group (B) (4) received a report that the roller pump changed direction during the case. Flow was dropped to 0 lpm. The unit was placed in standby. When flow was resumed to run blood back into the reservoir, the direction had changed and blood was projected onto the surgeon. The perfusionist felt that if the pt had been canulated, there could have been pt injury. There was no pt involvement, the incident occurred off bypass.

Manufacturer narrative:
Sorin group (B) (4) manufactures the s3 roller pump. The incident occurred at (B) (6) hospital in (B) (6). This medwatch report is filed by sorin group USA on behalf of sorin group (B) (4). Sorin group (B) (4) received a report that the roller pump changed direction during the case. Flow was dropped to 0 lpm. The unit was placed in standby. When flow was resumed to run blood back into the reservoir, the direction had changed and blood was projected onto the surgeon. The perfusionist felt that if the pt had been canulated, there could have been patient injury. There was no pt involvement, the incident occurred off bypass. The pump was taken out of service. To date, sorin group (B) (4) has not received the pump for evaluation. When received, a follow-up report will be filed when the investigation is complete.